Event description:
It was reported that the device system was explanted, due to infection. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.